Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/09/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with infection under entire patch area, which occurred 3 days after the sensor had been inserted in the arm. The patient consulted his doctor and the reaction was treated with a prescription of an oral sulfameth trimethoprim 60mg and mupirocin 2% ointment 15 grams . The area was prepared with alcohol and flonase before placing the sensor on the body. The patient was in good condition at the time of report. No additional event or patient information is available.